Manufacturer narrative:
.

Event description:
Allegedly, patient was revised for mom complications.

Event description:
Addition information 2/12/2016; allegedly revised due to mom complications: pain

Manufacturer narrative:
(B)(4).